Manufacturer narrative:
D9: device available for evaluation changed from no to yes. D9: date returned to mfg on 4/3/2023. Received two new. List #011-46103-93, transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve; lot #6038260. Received one used. List #011-46103-93, transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve; lot #6038260. The reported complaint of line breakage was confirmed. During visual inspection, the plug stopcock was separated from the safeset. When the safeset pocket was microscopically examined, insufficient solvent coverage was observed. No anomalies were observed on the returned new sets. The returned new sets were primed and pressure leak tested, no leaks were observed. The product performed per the specifications. The probable cause of the separation had occurred due to insufficient solvent coverage applied during assembly. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve where it was reported that an arterial line was found disconnected in the bed (no harm to the patient occurred). The line was broken at the end of the syringe where there was no connection that can normally come apart. There was patient involvement but no delay in therapy and no one was harmed. No additional information was provided.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.